Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 12. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and abscess. No further patient complications were reported.